Event description:
On (B)(6) 2024 at approximately 1300 hours, while conducting an intravenous catheter insertion for patient, the ed (emergency department) tech had the catheter malfunction during the procedure. Ed (emergency department) tech checked the IV prior to insertions and did not see any concerns before attempting to proceed. However, the IV did not make it a third of the way in the vein (located at the left arm antecubital vein) before the catheter bent and blood start to pour out of the side of the catheter. Ed tech immediately removed and dress the site with gauze. The patient did not complain of pain or discomfort. The IV used was 20 gauge bd nexiva closed IV catheter system-single port with lot number 4030905 and reference code 383517. Bd notified of event 9/27/24 and all 20 gauge bd nexiva closed IV catheter system-single port with lot number 4030905 and reference code 383517 removed from unit. Pending return packaging from bd to return product for evaluation.